Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) as the patient had performed a transtelephonic monitoring (ttm) interrogation and they magnet rate was 90.5. The clinician noted that two months earlier the magnet rate was 100 and the previous month was at 90 bpm. Boston scientific technical services (ts) explained that this is normal device operation since the magnet rate of 90 does not latch and can fluctuate based on programming changes of threshold measurements, pacing percentages and outputs. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.